Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the air in line alarm not working. The flex circuit had been damaged and separated from the mechanism and pcb, causing the air in line alarm to fail. The pump was repaired and returned to the complainant.

Event description:
The initial reporter stated that the pump was not alarming for air in line when it should. The initial reporter stated that this occurred during testing and therefore, there was no impact to a patient. [(B)(4)].